Event description:
It was reported that patient had giddiness, fatigue and pre-syncope and a history of a fall on the same day of the symptoms. The patient saw a physician and the electrocardiogram showed complete heart block with the right ventricular (rv) lead having loss of capture. The patient was admitted to the hospital and device interrogation showed the rv lead threshold was greater than 4.5 volts. Also the device longevity was less than expected with only 1.5 years remains within approximately a year of implant. The right atrial (ra) lead also had a threshold rise at to 3.5 volts and now is stable at 1.5 volts. The rv and device were explanted and replaced. The ra lead is still in use. It was noted that the patient is part of the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #(B)(4): performance data collected from the device was also received and analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that visual summary analysis of the lead indicated damage at implant. Concomitant medical products: a3dr01 implantable pulse generator, (B)(6) 2013; 5086mri52 implantable pacing lead, (B)(6) 2012. (B)(4).